Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a red, itchy rash under the front therapy electrode pad. The patient was given a prescription ointment and a lotion from the physician. The patient also removed the device. Follow-up indicated that the rash had healed.